Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set tubing detachment from hub events on (B)(6) 2026. The infusion set was in use for thirty minutes. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4)- device 2 of 2.